Event description:
It was reported to the MFR that a new model 104 dual pin generator was opened but was not used because the area near the set screw appeared compromised according to the medical professional. Good faith attempts to obtain the product for product analyses are currently underway. Review of device mfg records showed the generator to pass all inspection steps. Review of x-rays taken after sterilization of the device did not reveal any anomalies and the generator passed all visual inspection criteria prior to shipping.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed proper inspection for the generator prior to distribution.